Manufacturer narrative:
Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to disassociation of the femoral head from the trunnion and metallosis. Intra-operatively, trunnion wear and a moderate amount of black tissue in the patient were noted. An accolade stem, 36 +5 lfit cocr head, and 36mm trident 0° x3 insert were revised to a restoration modular stem construct, ceramic head, and another liner. Rep confirmed that there are no allegations against the revised liner.